Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited decreased sensing to around 2.5 mv. Thresholds and impedance measurements were reported normal. There was evidence of oversensing of noise in an inappropriate ventricular fibrillation (vf) episode. No inappropriate therapy was reported. The sensitivity was decreased and the physician was advised to add a new pace/sense lead. New information received indicates that this device was explanted and returned for analysis.